Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was not positioned properly. The physician had difficulty recapturing the closure device and it was noted that the tip of the wds was damaged. The physician successfully recaptured the closure device and removed the wds from the patient. A new wds was then used to successfully complete the procedure. There were no patient complications that were reported to have occurred.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman delivery system (wds) with the implant in the sheath, and blood in the device. Examination under the microscope found the tip damage as the tri-cuts were flared, abrasions were within the sheath tip, and the distal marker band was kinked. The implant had anchor damage. Two photos attached to the complaint record depict the same tip damage as identified during analysis. Product and media analysis confirmed the reported event as the tip was damaged. Product analysis could not confirm the reported difficult to position or recapture as clinical circumstances could not be replicated. Sec e1: initial reporter phone: (B)(6).

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 30mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but was not positioned properly. The physician had difficulty recapturing the closure device and it was noted that the tip of the wds was damaged. The physician successfully recaptured the closure device and removed the wds from the patient. A new wds was then used to successfully complete the procedure. There were no patient complications that were reported to have occurred.